Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 49(history pointers failed. The history pointers are corrupted). The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving a pump error. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. The pump history file lists data from (B)(6) 2023 thru (B)(6) 2024. Unable to verify pump error 49 alarm or any power/battery alarms on the event date, 4/19/2024 due to no available historical data however, there were no excessive or unusual power/battery-related alarms were noted using the available historical data. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A sc1 cap locks inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Pump error 49 alarms are not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.